Event description:
The customer reported that a cryocyte container broke during thawing. The container was stored in the vapor phase of liquid nitrogen. The customer was able to salvage the product and infuse it. The bacterial culture of the sample taken from the broken showed no growth. The pt did not receive any additional antibiotics, and successfully engrafted.